Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history was requested in order to progress with this investigation, however, this information was not available and thus there was only very limited information available for the investigation. It was confirmed that the explant was discarded by the hospital following the revision and thus it could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity modular head after 6 days due to the patient dislocating anteriorly.